Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Initial result: 32.1 coi (interpreted as reactive). 1st repeat result: 33.2 coi (tested on line b and interpreted as reactive). 2nd repeat result: 33.1 coi (tested on line b and interpreted as reactive). 3rd repeat result: 39.5 coi (tested on line a and interpreted as reactive). The sample was sent to a different laboratory and tested using an hiv supplementary test, a 4th-generation antigen/antibody (ag/ab) assay, and the result was negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration was last performed on (B)(6) 2026 (line a) and (B)(6) 2026 (line b), and it was within expected ranges. The qc was within the specified ranges. Single false reactive results can occur with the elecsys hiv duo per the labeled specificity claim of the assay. The product labeling states: "one or both of the duplicate retests have a coi = 1.00 repeatedly reactive repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation did not identify a product problem.